Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), genital haemorrhage ("severe and abnormal bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a 20-year-old female patient who had essure (batch no. 628443) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine bleeding. Concurrent conditions included body mass index normal, anxiety, overweight, chronic pain, spotting vaginal, uterine cervical squamous metaplasia, parakeratosis, inflammation, endometriosis and menometrorrhagia. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and weight decreased ("weight loss"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia ((inability to have sexual intercourse)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2009, the patient experienced urinary tract infection ("uti") and fatigue ("fatigue"). In 2009, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramps"), pelvic pain ("pain") and weight fluctuation ("weight fluctuation"). The patient was treated with surgery (laparoscopic-assisted total vaginal hysterectomy) and surgery (endometrial curettage, a dilation and curettage). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, uterine haemorrhage, abdominal pain lower, dyspareunia, urinary tract infection, female sexual dysfunction, dysmenorrhoea, pelvic pain, vaginal discharge, fatigue, weight decreased and weight fluctuation outcome was unknown and the genital haemorrhage, menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, weight decreased and weight fluctuation to be related to essure. The reporter commented: discrepant information was received as plaintiff has not had her essure removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, dysmenorrhea, dyspareunia. Most recent follow-up information incorporated above includes: on 27-jun-2018: events weight fluctuation added. Event outcome of events updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("severe and abnormal bleeding") in a female patient who had essure (batch no. 628443) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. On an unknown date, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and weight decreased ("weight loss"). In (B)(6) 2009, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia ((inability to have sexual intercourse)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramps"), urinary tract infection ("uti"), pelvic pain ("pain") and fatigue ("fatigue"). The patient was treated with surgery (laparoscopic-assisted total vaginal hysterectomy) and surgery (endometrial curettage, a dilation and curettage). Essure was removed in (B)(6) 2016. At the time of the report, the abdominal pain, genital haemorrhage, abdominal pain lower, dyspareunia, menorrhagia, urinary tract infection, female sexual dysfunction, dysmenorrhoea, pelvic pain, vaginal discharge, fatigue, weight decreased and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: in or around 2007 or 2008, plaintiff underwent the essure procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. New events added- abnormal bleeding (vaginal, menorrhagia), uti, apareunia ((inability to have sexual intercourse), dysmenorrhea (cramping), pain, vaginal discharge, fatigue and weight loss. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), genital haemorrhage ("severe and abnormal bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a 20-year-old female patient who had essure (batch no. 628443) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine bleeding. Concurrent conditions included body mass index normal, anxiety, overweight, chronic pain, spotting vaginal, uterine cervical metaplasia, parakeratosis, inflammation, endometriosis and menometrorrhagia. In march 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and weight decreased ("weight loss"). On (B)(6) 2009, the patient had essure inserted. In april 2009, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia ((inability to have sexual intercourse)") and vaginal discharge ("vaginal discharge"). In 2009, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramps"), urinary tract infection ("uti"), pelvic pain ("pain"), fatigue ("fatigue") and uterine haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic-assisted total vaginal hysterectomy) and surgery (endometrial curettage, a dilation and curettage). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, genital haemorrhage, abdominal pain lower, dyspareunia, menorrhagia, urinary tract infection, female sexual dysfunction, dysmenorrhoea, pelvic pain, vaginal discharge, fatigue, weight decreased, vaginal haemorrhage and uterine haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, dysmenorrhea, dyspareunia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: mr received. Event abnormal uterine bleeding was added. Laboratory data, concurrent condition and reporter information added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), genital haemorrhage ("severe and abnormal bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a 20-year-old female patient who had essure (batch no. 628443) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine bleeding. Concurrent conditions included body mass index normal, anxiety, overweight, chronic pain, spotting vaginal, uterine cervical squamous metaplasia, parakeratosis, inflammation, endometriosis and menometrorrhagia. In march 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and weight decreased ("weight loss"). On (B)(6) 2009, the patient had essure inserted. In april 2009, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia ((inability to have sexual intercourse)") and vaginal discharge ("vaginal discharge"). In june 2009, the patient experienced urinary tract infection ("uti") and fatigue ("fatigue"). In 2009, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramps"), pelvic pain ("pain") and weight fluctuation ("weight fluctuation"). The patient was treated with surgery (laparoscopic-assisted total vaginal hysterectomy) and surgery (endometrial curettage, a dilation and curettage). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, uterine haemorrhage, abdominal pain lower, dyspareunia, urinary tract infection, female sexual dysfunction, dysmenorrhoea, pelvic pain, vaginal discharge, fatigue, weight decreased and weight fluctuation outcome was unknown and the genital haemorrhage, menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, weight decreased and weight fluctuation to be related to essure. The reporter commented: discrepant information was received as plaintiff has not had her essure removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, dysmenorrhea, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-jul-2018: quality safety evaluation of ptc (product technical problem ). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("severe and abnormal bleeding") in a female patient who received essure for contraception. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient started essure. On an unknown date, the patient experienced abdominal pain (serious criteria medically significant and clinically significant/intervention required), genital haemorrhage (serious criteria medically significant and clinically significant/intervention required), abdominal pain lower ("severe cramps") and dyspareunia ("painful intercourse"). The patient was treated with surgery (laparoscopic-assisted total vaginal hysterectomy) and surgery (endometrial curettage, a dilation and curettage). Essure was withdrawn. At the time of the report, the abdominal pain, genital haemorrhage, abdominal pain lower and dyspareunia outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, abdominal pain lower and dyspareunia to be related to essure. The reporter commented: in or around 2007 or 2008, plaintiff underwent the essure procedure. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced severe abdominal pain and severe and abnormal bleeding (genital haemorrhage). Plaintiff underwent an endometrial curettage, a dilation and curettage, and a diagnostic laparoscopy, as well as a laparoscopic-assisted total vaginal hysterectomy, approximately eight years after essure insertion. Abdominal pain and genital haemorrhage are anticipated in the reference safety information for essure. During essure therapy, abdominal pain and genital haemorrhage may occur. Considering that events started after essure insertion and the lack of alternative explanations, causality with essure cannot be excluded. This case was regarded as incident as surgical interventions were required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), genital haemorrhage ("severe and abnormal bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a 20-year-old female patient who had essure (batch no. 628443) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine bleeding and copd. Concurrent conditions included body mass index normal, anxiety, overweight, chronic pain, spotting vaginal, uterine cervical squamous metaplasia, parakeratosis, inflammation, endometriosis, menometrorrhagia and elevated bp since february 2009. Concomitant products included ipratropium since 2016 and salbutamol (albuterol) since 2016. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and weight decreased ("weight loss"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia ((inability to have sexual intercourse)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2009, the patient experienced urinary tract infection ("uti") and fatigue ("fatigue"). In 2009, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2009, the patient experienced migraine ("migraine") and headache ("headaches"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramps"), pelvic pain ("pain") and weight fluctuation ("weight fluctuation"). The patient was treated with surgery (laparoscopic-assisted total vaginal hysterectomy) and surgery (endometrial curettage, a dilation and curettage). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, uterine haemorrhage, abdominal pain lower, dyspareunia, urinary tract infection, female sexual dysfunction, dysmenorrhoea, pelvic pain, vaginal discharge, fatigue, weight decreased, weight fluctuation, migraine and headache outcome was unknown and the genital haemorrhage, menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, weight decreased and weight fluctuation to be related to essure. The reporter commented: discrepant information was received - if you have not had your essure removed, are you currently planning for essure removal? No. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, dysmenorrhea, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: concomitant medications and events (migraines and headaches) were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 24-jan-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced severe abdominal pain and severe and abnormal bleeding (genital haemorrhage). Plaintiff underwent an endometrial curettage, a dilation and curettage, and a diagnostic laparoscopy, as well as a laparoscopic-assisted total vaginal hysterectomy, approximately eight years after essure insertion. Abdominal pain and genital haemorrhage are anticipated in the reference safety information for essure. During essure therapy, abdominal pain and genital haemorrhage may occur. Considering that events started after essure insertion and the lack of alternative explanations, causality with essure cannot be excluded. This case was regarded as incident as surgical interventions were required. A product technical complaint analysis concluded that a quality defect could not be confirmed but is considered plausible and a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.